Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer had high ketones due to a broken insulin pump. She stated that the insulin pump had alarmed for no delivery repeatedly despite three set changes. The blood glucose reading was 409 mg/dl. Insulin did exit with a fixed prime and the cannula was not bent. The caller declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.